Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Pictures have been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged and that cement powder leaked outside the inner pouch. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that bone cement powder was not fully sealed at the bottom of the packaging and it spilled out during the opening of the packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported, that bone cement powder was not fully sealed at the bottom of the packaging and it spilled out during the opening of the packaging. No adverse events have been reported as a result of the malfunction.